Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging onetouch verio test strips were missing from her onetouch verio iq starter kit. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly discovered the alleged issue on (B)(6) 2012 at 5pm. The patient¿s testing frequency is not known and it is not specified what meter the patient was testing her blood glucose with, prior to discovering the test strips were allegedly missing from her kit. The patient reportedly manages her diabetes with insulin (self adjuster); however, the patient denied taking any action after reportedly noticing the strips were missing from her kit. It is not clear if the patient's physician had prescribed additional test strips for the her to obtain or if she had purchased test strips separately. It is also not clear if the patient tested her blood glucose with another device after discovering the alleged issue. According to the csr's documentation, an hour after allegedly finding out the test strips were missing, the patient reportedly passed out; it is not clear if the patient's symptom was diabetes related, it is not clear if the patient received any medical intervention after reportedly passing out, and it is not specified when the patient's symptom improved. According to the csr's documentation, on (B)(6) 2012 (at 9 am) the patient reportedly obtained a blood glucose reading of "800mg/dl" with the hospital's meter and at the same time was administered by a health care professional (hcp) unspecified amounts of insulin. During troubleshooting, the csr verified the closure seal was intact prior to opening the subject kit and the csr confirmed the alleged issue. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue, she reportedly developed a symptom suggestive of a serious injury, and the patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.